Manufacturer narrative:
The single use aspiration needle was received in the original package. The biopsy adapter valve, syringe and stopcock accessories were not returned with the device. The needle was fully retracted with the sliding handle lock engaged when received. A functional and visual inspection on the received condition, and the results are as follows: the single use aspiration needle was received with the stylet and stylet wire, which are stuck and cannot be removed. The luer is still intact. The handle section has no damages, or anomalies. The handle lock is present, moves freely, and stays in place when locked. The movement from the handle is normal. The sheath adjust screw can lock and unlock and prevents the sheath adjuster from turning. Testing used force to extend the needle past the end of the sheath at the distal end. Once the needle extended out, it was unable to retract, after multiple failed attempts. Further visual inspection noted the following: the insertion portion has a large kink beneath the boot, at the proximal end side close to the handle portion. There is no foreign material present on the device, and the needle at the distal end is sharp. Based on the evaluation, it was found the needle able to extend when significant force was applied; however, after extending the needle, it was no longer able to retract back into the sheath. The likely cause of the abnormal needle movement is due to the large kink found on the insertion portion, below the boot. The observed failure is a known phenomenon likely resulting from putting the device through excessive range of motion past its intended use. On page 12 of the device IFU (B)(4), it states: "do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage." The dhrs (device history records) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. DHR review for this lot found no associated ncrs (nonconformance's), reported scrap or recorded process deviations relating to the reported failure. Olympus will continue to monitor complaints for this device. Supplemental report(s) will be submitted should any relevant new information is available and or received.

Event description:
As reported , the needle would not come out and never entered the patient. The issue occurred during an unknown event. There was no patient harm , no user injury reported due to the event.